Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's batteries were found to be depleted. The device passed all testing. The device was recertified and returned to the customer. Pads were not provided for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.